Event description:
The customer reported that the unit failed to power up on battery power.

Manufacturer narrative:
The customer reported that the unit failed to power up on battery power. The unit was evaluated at philips, and the failure was confirmed. Replacing the power pca resolved the failure.